Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was not working. There was no reported adverse impact to the customer's blood glucose level. Customer applied more force to the button to resolve the issue.